Manufacturer narrative:
The ssd (solid state hard drive) was returned to the manufacturer for analysis. The reported issue could not be confirmed or replicated with analysis of this component. There was no failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to patient ID added. Additional information: patient birth date and age received from the site and added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation was initiated. Logs were reviewed and it was determined that this issue is consistent with a known software anomaly and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age or date of birth was not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that the solid state hard drive (ssd) of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. Other relevant device(s) are: product ID: ssd 9735999r with s8 os s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was unable to boot up passed the login menu. The manufacturer representative (rep) stated that when the login menu appeared it went straight to the black screen with a white cursor. Technical services (ts) was able to walk through the instructions of fixing and ignoring the errors but the system would only go back to the blank screen after rebooting. Patient was present. The case proceeded without the use of navigation or imaging. There was a delay to the case of less than one hour.